Event description:
It was reported that a coating issue occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for use. During preparation for flushing, it was noted that the coating on the tip of the guide wire was found to be damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspections were performed. It was observed that it was bent at distal tip, moreover the polymer jacket was peeled. No other issues were identified during the product analysis.

Event description:
It was reported that a coating issue occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for use. During preparation for flushing, it was noted that the coating on the tip of the guide wire was found to be damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).